Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to light diabetic ketoacidosis. The customer's blood glucose was 343 mg/dl at the time of incident. The customer's blood glucose was 133 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as dizziness and nausea. The customer stated that they were treating the manual injections for the blood glucose. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. Troubleshooting was done. The customer stated that they found leak at the quick release. The customer also reported that they received no delivery alarm and got resolved after complete set change including the reservoir. The insulin pump will not be returned for analysis.